Event description:
It was reported that the rotawire could not be removed. The target lesion was located in the severely calcified right coronary artery. A 1.50mm rotalink plus and a 330cm rotawire were selected for use. During procedure, the rotawire was tried to remove from the patient's body after being used at the severely calcified lesion. The device was pulled out until the y connector came out. However, resistance was met and the rotawire could not be removed. Consequently, all the system was remvoed from the patient's body. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Initial reporter last name updated to (B)(6). Device evaluated by manufacturer: the device was returned for analysis. The advancer, coil, sheath, handshake connections, burr, and annulus were microscopically examined. Microscopic examination of the device revealed that the annulus was damaged/fish-mouthed which is consistent with damage seen with the use of a rotawire. The coil is stretched. Functional testing was performed using a test .009 rotawire. The test rotawire was inserted through the burr and advanced through the entire length of the device with no resistance. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that the rotawire could not be removed. The target lesion was located in the severely calcified right coronary artery. A 1.50mm rotalink plus and a 330cm rotawire were selected for use. During procedure, the rotawire was tried to remove from the patient's body after being used at the severely calcified lesion. The device was pulled out until the y connector came out. However, resistance was met and the rotawire could not be removed. Consequently, all the system was removed from the patient's body. The procedure was completed with another of the same device. No patient complications were reported.